Manufacturer narrative:
(B)(4): the customer reported that the device failed in testing, where it was found to be unable to deliver a shock. The device was evaluated by the local key market distributor, and the problem was confirmed. The device was repaired by replacement of the power pca.

Event description:
The customer reported that the device failed in testing, where it was found to be unable to deliver a shock.